Manufacturer narrative:
(B)(4). Approximate age of device ¿ 43 days. The device was received for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was supported with biventricular paracorporeal ventricular assist devices (pvads). It was reported that an unspecified alarm sounded and the nurses found that the right ventricular extracorporeal pump case had split in half. There was no reported compromise to the blood sack. Information regarding patient symptoms during the event were not provided. The patient was emergently returned to the operating room and an acute extracorporeal support system was placed in the right ventricle until an exchange to a new pvad could occur the next day. The patient was implanted with a new right ventricular pvad system on (B)(6) 2016 and was discharged on (B)(6) 2016. On (B)(6) 2016, it was reported that the patient was at home doing well, with no further issues reported.

Manufacturer narrative:
The returned paracorporeal ventricular assist device (pvad) was evaluated and visual inspection revealed multiple cracks running perpendicular to the cap ring threads along the entire circumference of the pump housing. The pvad was forwarded to an outside laboratory for additional testing. The results of examination with polarized light showed no significant residual stresses in the plastic itself, indicating that the stresses involved were externally applied. Additionally, polyvinylpyrrolidone (pvp) was found on the housing of the pvad. Pvp may be an environmental stress cracking (esc) agent. Although the reported event was confirmed, a specific cause for the observed cracking could not conclusively be determined through this evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.